Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that her sensor became dislodged from her body on (B)(6) 2012 after she hit the site against a chair. Patient believes a portion of the sensor wire remained under her skin. Patient consulted her neighbor, who is a nurse. The nurse attempted to remove the wire, without avail. At the time of her call to technical support, patient reported no signs of infection, and that she is in fine condition.